Manufacturer narrative:
Device has been discontinued.

Event description:
It is reported that when the patient tried to remove the tracheal tube, the inner cannula fell apart, but did not cause any harm to the patient.